Manufacturer narrative:
See related regulatory report 2029214-2020-01334. If information is provided in the future, a supplemental report will be issued.

Event description:
Grandhi r, karsy m, taussky p, ricker cn, malhotra a. Reduced 2-year aneurysm retreatment and costs among patients treated with flow diversion versus non-flow diversion embolization: a premier healthcare database retrospective cohort study. Plos one. 2020;15(6):e0234478. Doi:. Medtronic received a report pertaining to a total of 679 patients underwent pipeline placement, and 8432 had non pipeline treatments. The average age of each patient was 56 years, 83.4% female. Cumulative repeat embolization rates were significantly lower in the pipeline verses non-pipeline cases. The all cause readmission was 50 at 30 days, 81 at 90 days, 113 at 180 days, 151 at 1 year, and 170 at 2 years. Readmission for repeat embolization occurred in 6 patients at 30 days, 18 at 90 days, 18 at 180 days, 48 at 1 year, and 55 at 2 years. Discharge to long-term care occurred in 22 patients, ischemia in 14 cases, hemorrhagic complications in 4 cases, and postoperative neurological complications in 9 cases.